Event description:
It was reported that after implanting the bioraptor knotless suture anchor, hip, when removing the insertion handle the shaft came off. The shaft was removed with vice-grips. No patient injury or other complications were reported.

Manufacturer narrative:
One bioraptor knotless suture anchor inserter was returned for evaluation. Visual assessment of the device confirmed the reported complaint of the handle coming free from the shaft. Dimensional inspection of the device confirmed it met print specifications. It appears that an excessive amount of force was used when attempting to remove the inserter from the anchor after implantation. No root cause related to the manufacture of the device could be established. Further investigation is not warranted at this time. (B)(4).